Manufacturer narrative:
The evaluation of the returned device confirmed the presence of pump thrombosis. The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing and the distal portion was returned measuring approximately 11.5 inches. The sealed inflow conduit and sealed outflow graft conduit were returned with the outflow graft conduit severed approximately 1 inch from the graft attachment and a distal portion was returned measuring approximately 3 inches. Upon disassembly of the returned device, visual inspection of the pump blood-contacting surfaces revealed a pink deposition loosely seated on the proximal side of the outlet stator. The lack of laminated layering indicated that the deposition did not initially form in the outlet stator; however, its origin could not be conclusively determined. Contact marks were observed on the outlet bearing cup indicating that it was present while the device was supporting the patient. Although a specific cause for the deposition and a duration of its presence in the pump could not be conclusively determined, it could have contributed to the report of elevation in the patient¿s lactate dehydrogenase level. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed dark urine and lactate dehydrogenase (ldh) level increased from 452 u/l to 1030 u/l. The patient is on aspirin 325 mg and coumadin (inr is 3.1). Vad parameters are unchanged and no power elevations were seen on interrogation. The patient was admitted for heparin and an echocardiogram. On (B)(6) 2017, it was reported that the patient was stable on bivalirudin and coumadin with ldh level down trending to about the 800 u/l range. A transthoracic echocardiogram did not reveal a thrombus and the ventricle was appropriately decompressed with increase in speed. The lvad clinicians continued to treat with bivalirudin and the patient received a heart transplant on (B)(6) 2017. No further information was provided.